Event description:
During an atrial fibrillation procedure, a blood clot was noted. After approximately 60 applications, an impedance jump occurred. Upon removal of the catheter, a small clot was noted at the tip of the catheter. Another catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted to product performance engineering for evaluation. The image submitted with the returned device appears to show a blood-like substance (bls) on a white cloth; however, no anomalies were noted during testing of the returned device. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and both thermocouples met specifications during electrical testing with no open or short circuits detected. The tactisys log files were analyzed. The tc2 temperature value indicated the catheter was inserted into the patient after 2 minutes. The optical fibers met specifications for cavity distance, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported clot remains unknown.